Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a manufacturer representative regarding a patient receiving morphine 4mg/ml at .4225mg/day via an implanted pump. Indication for use was noted as non-malignant pain and failed back surgery syndrome. It was reported that the patient had a pump replacement on (B)(6) 2016 and the priming bolus was inadvertently not performed. The programming error caused "underdose." Technical services assisted in caller in programming remaining priming bolus. It was noted that 4 hours had past. The remaining priming bolus was calculated to be 3.78mls. It was noted that the patient did no experience any symptoms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.